Event description:
The pt was moved from a stretcher to the table. The table was in the flat position and was elevated to its highest point. As the staff prepared the pt for surgery, they heard a loud cracking noise. The table back fell to the floor with the pt slid to the floor. There were no injuries reported to the pt or the stuff.